Manufacturer narrative:
The device is not available for evaluation, but a device history review will be performed. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that after the third day of an unspecified drug infusion, there were leak observed above the drip chamber. There was patient involvement reported, there was no delay in critical therapy; harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one photo showing a droplet of residuals on the vent plug juncture. The droplet appears to be coming from in between the vent plug and the drip chamber. The complaint of leakage is confirmed by investigation. No product samples or videos were received for investigation. The probable cause is unknown without the return of the used sample. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.